Event description:
It was reported the patient is unable to communicate with his scs ipg and the patient programmer. The patient does not have any stimulation therapy. The patient programmer displays a communication error. Follow-up identified a sjm representative met with the patient and confirmed the patient's ipg does not communicate with external devices. In addition, the patient reported he is experiencing pain around his ipg site. Surgical intervention is planned for a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.